Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. (B)(4).

Event description:
A surgeon reported that after a bilateral intraocular lens (iol) implant surgery performed to a pt with short eyes, the pt experienced an unexpected refraction on each eye. After the surgery, the pt had +2.0 diopters instead of "plan/flat". No further info is expected. There are two medical device reports being filed for this patient. This report is for the right eye (od).